Manufacturer narrative:
Device passed all functional tests including displacement and self tests. Upon further review of the unit's interior, however, there are traces of mold inside the aa battery connector, and also there are traces of previous moisture presence and corrosion on the back of the lcd screen. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump was not working due to moisture damage. The blood glucose was unknown at the time of the incident. The device will not be returned for analysis.